Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the reported malfunction of no output from otv-s200 and the monitor is dark. Olympus did find two additional potential adverse events; the device would not boot up and the display blacked out intermittently. For all malfunctions it is presumed to be caused by a faulty printed circuit board. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no output from the cameral control unit and the monitor was dark. The issue occurred during preparation for a therapeutic total laparoscopic hysterectomy (tlh) procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.